Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported " unable to get upstream occlusion during testing" was not reproduced during evaluation. Evaluation inspected the device and ran at 100 ml/hour using hemostat to create upstream occlusion and detected the error within 3-4 minutes. A review of the ultrasonic sensor readings found the reported problem to be attributable to an out of specification lower fluid reading. Evaluation was unable to calibrate the ultrasonic sensor and determined it required replacement to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not detect an upstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.